Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the emerge catheter was received inside an emerge shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal end of the markerband. The balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occurred. Vascular access was obtained via femoral artery. The 100% stenosed target lesion was located at the severely calcified and moderately tortuous right coronary artery. A 1.20mm x 8mm emerge balloon catheter was used to pre-dilate the target lesion. During the 1st inflation, the balloon ruptured at 15 atmospheres. The device was removed intact. The procedure was completed with a 1.0x10mm non bsc balloon catheter. No patient complications were reported and the patient status is good.